Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak originated from overflowing baths and the vacuum isolation chamber was full. The leak was less than 10 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found worn tubing at the drain solenoid lv7 which caused waste pump to malfunction and not pump out waste and excess from the baths and vacuum isolation chamber (vic) causing them to overflow. He replaced the waste pump and tubing at lv7 to resolve the issues. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).